Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? When was the overactive bladder and recurrent uti¿s first noted by a physician? Date and results of mesh excision procedure? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2004 and the mesh was implanted. It was also reported that the patient presented with overactive bladder symptoms and recurrent uti. The cystoscopy revealed a portion of eroded mesh with encrustation at the posterior bladder/lateral bladder wall. On (B)(6) 2016 the mesh was excised endoscopically with lasering of the visible mesh. There was no obvious improvement in bladder or infection. The patient had to undergo a general anesthetic cystoscopy and removal of foreign body. The mesh was removed and infections were treated. Additional information has been requested.